Event description:
Patient had an MRI guided core biopsy as part of our trial of the j&j mammotome system. Md noted that samples have what appears to be "black" looking material with the actual biopsy tissue. 8 samples taken on this pt - all but one had this visible black material. Vendor rep present stated she had not seen this before. Tried system again with different patient and different lot number and saw the same thing. Trial discontinued. Pathology evaluation described pliable, amorphous without architecture or structure under the microscope. Manufacturer response (as per reporter) for percutaneous breast biopsy, mammotome (r)we are waiting for the results of their quality analysis. Several manufacturer reps were present at the time this was identified - it is my understanding that all expressed that they had not seen this phenomenon before.